Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical product: ebi bone healing system - catalog: #1068234, serial: #(B)(4). Therapy date: unknown. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002242816-2020-00084.

Event description:
It was reported that the patient experienced a burning sensation from the bhs assembly and sflx xl coilette. The patient is using the device to treat a 5th metatarsal fracture nonunion. The patient reported that it only happened 5 times while he was treating with the device at night. The patient said that it happened three hours into the treatment period. When the patient wears the device during the day he does not experience the burning sensation. The patient described the burning as an internal sensation on the side of his foot. The patient tried to wear a sock under the sflx xl coilette but still experienced the burning sensation. The patient later reported that he believes the sflx xl coilette is heating up. A new sflx xl coilette was sent to the patient. The patient reached out to his doctor and is waiting on a response. It was reported that no further information is available.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. The device was returned to zimmer biomet for investigation. No physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint. The device operated/functioned as intended. The device history record (DHR) was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: b4: date of this report added d9: device availability added; g1: contact office updated; g3: date received by manufacturer added; g6: type of report; h2: follow up type updated; h3: device evaluated by manufacturer updated to yes; h4: device manufacturer date added; h6: type of investigation added to 3331: analysis of production records; h6: type of investigation added to 10: testing of actual/suspected device; h6: investigation findings added to 213: no device problem found; h10: additional narratives/data.

Event description:
It was reported that the patient experienced a burning sensation from the bhs assembly and sflx xl coilette. The patient is using the device to treat a 5th metatarsal fracture nonunion. The patient reported that it only happened 5 times while he was treating with the device at night. The patient said that it happened three hours into the treatment period. When the patient wears the device during the day he does not experience the burning sensation. The patient described the burning as an internal sensation on the side of his foot. The patient tried to wear a sock under the sflx xl coilette but still experienced the burning sensation. The patient later reported that he believes the sflx xl coilette is heating up. A new sflx xl coilette was sent to the patient. The patient reached out to his doctor and is waiting on a response. It was reported that no further information is available.